Event description:
Complaint description: a technician at the facility alleged that a disposable mechanical lithotriptor failed to crush a stone when the basket wire was tightened around it. This occurred during an endoscopic retrograde cholangio-pancreatography ("e.r.c.p.") Procedure. The procedure was not completed and the pt was rescheduled to return. There were no injuries related to the occcurrence.